Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens on (B)(6) 2010 in patient's left eye. The lens was explanted on (B)(6) 2010, due to excessive vaulting. Subsequently, the patient had signification reduction of irido-corneal angles and blurred vision. The lens was exchanged for a shorter lens. Patient's last visit on (B)(6) 2010, bcva was 20/28.